Event description:
The customer reported that during the procedure the jaws were not able to be re-opened. There was no pt injury. The site was not able to provide add'l details regarding the incident. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.